Manufacturer narrative:
Section a4: information regarding patient weight was not provided. Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2023-06347, 3006705815-2023-06348it was reported that the patient experienced multiple falls with subsequent ipg pocket pain and significant lead migration. X-rays confirmed that both leads had migrated. Surgical intervention was undertaken wherein the total scs system was explanted and replaced. Effective therapy was restored.